Event description:
A 6060 pump was set in the intermittent mode, to infuse ancef every 8 hours over a 1 hour dose period. The nurse stated that put a 'delay delivery' in the pump of 4 hours, even though it did not show up in the pump's datalog, according to the customer. The bag volume was 100 ml. The pump gave three doses in a row, and the entire bag was infused in 3 hours. There was not negative impact to the patient involved.